Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a skin irritation is confirmed; however, the exact cause is unknown. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed the device implanted into the patient. Skin irritation was visible on the patient near the insertion site. Evidence that a securement device such as statlock, which was stated in the complaint, was visible on the patient's skin. Possible causes include reactions to device materials, cleaning solutions, or environmental factors. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received 11/21/2025: no labs were drawn. Statlock was in place for 7 days. Catheter that was secured with the statlock did not become infected. The patient experienced itching and pain at the statlock site. Symptoms were discovered when statlock was changed. No treatment provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported some infection seen from statlock. Infection seems to be with poor handling of the statlock and dressing of catheter. There is no serious injury to the patient.